Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 286735400: thread at the tip of instrument deformed. The 279702030: tip of instrument broke off. The 286720000: thread at the tip of instrument deformed.

Manufacturer narrative:
(B)(4). The pedicle probe was broken at the 40mm graduation mark. The distal tip of the instrument was not returned. The instrument was subsequently submitted for fracture analysis. Visual examination and optical imaging of the tip shows that the fractured probe surface exhibits rough surface characteristics that extend across the entire surface suggesting the probe underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A supplemental hardness test was performed on the probe. This probe is within of the specified guidelines. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the probe tip breaking cannot be determined from the sample and the information provided. The results from fracture analysis have determined that a probable root cause may be a static overload failure due to unexpectedly high forces placed on the probe during use. As there has been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.